Manufacturer narrative:
Upon arriving of the facility, the company rep was able to confirm there was blood detected in the auto fill tubing. It also appears as if the pump was turned off just before the fluid reached the exit side of the purge valve assembly. In order to confirm there would not be any further challenges, the parts between the safety disk and the purge valve assembly, were all replaced to include both the safety disk and purge valve assembly. All defective parts were discarded using the proper protocol. Completed functional testing and safety check to factory spec. Complaint # (B)(4).

Event description:
The customer reported that while in use on a pt, a white residue adhered to the outer top console of the intra aortic balloon pump. The pump worked; however, the message "initializing" was displayed and lastly showed the error code "electrical test fails code 39". The unit was replaced with another intra aortic balloon pump. The pt expired while on the second unit. The customer is not attributing the pt's death to this occurrence.